Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient received a low speed operation alarm on (B)(6) 2015 and changed over to his backup system controller and the issue resolved. The patient was reported to be asymptomatic at that time but explained that he had felt a vibration in his chest. The patient was later seen in the clinic and repeated information regarding the alarms that he previously experienced approximately two weeks ago. The system controller data log file was reviewed by the manufacturer¿s technical services and the low speed operation alarm from (B)(6) 2015 was noted as well as a pump stop event on (B)(6) 2015 while the patient was connected to battery power. This event lasted for only a few seconds and appears to be the controller protection taking effect during a high current condition to protect the lvad system. The vibrations felt by the patient could possibly have been from the pump as it ramped back up to the set speed. On (B)(6) 2015 the pump power began to change in pattern with the power trending upward and pulsatility index values trending downward. This pattern continued throughout the remainder of the log file (to (B)(6) 2015). The pump continued to maintain the set speed. On (B)(6) 2015 the patient underwent a pump exchange due to suspected thrombus and driveline issues. An unspecified thromboembolic event (peripheral) was also reported. No additional information was received.

Manufacturer narrative:
The attached user facility medwatch report was received from the intermacs registry. The user facility number was not provided. (B)(4).

Event description:
Additional information was received from the intermacs registry stating: pt's ldh had been trending upwards over time. Pt also had a pump stop alarm with rapid resolution, but his ldh continued to rise, plasma free hemoglobin was elevated and there were multiple pump log files which are all indicative of pump thrombosis. (B)(4).

Manufacturer narrative:
Approximate age of device - 1 year, 3 months. The device is expected to be returned for evaluation. It has not yet been received. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.